Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 40. The received customer allegation regarded a non-reportable issue. On (B)(6) 2022, service technician arrived on site and noticed that a transparent cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling may lead to potential infection of the patient. Defective transparent cover was replaced by customer. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification, since cover missing, resulting in missing plastic particles could be considered as technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for examination purposes. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, the probable causes of the breakage are the incompatibility of the cleaning products or abnormal use. Maquet sas recommends visual inspection before use according to the user manual (IFU 01701 rev. 12, page 22). A daily inspection performed by the user (chipped paint, impact marks and any other damage) will help preventing such event. Maquet sas recommends to inform the customers about the hazards in cases of non-compliance of these instructions. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of manufacture date# field deem required. This is based on the internal evaluation. #h4 previous manufacture date: 15-04-2020. Corrected manufacture date: 16-04-2020.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 6th april, 2022 getinge became aware of an issue with one of our surgical lights ¿ lucea 40. The received customer allegation regarded a non-reportable issue. On 13th may, 2022, service technician arrived on site and noticed that a transparent cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling may lead to potential infection of the patient.